Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had gone to the emergency room (ER) and was subsequently admitted to the hospital on (B)(6) 2016 for high blood glucose (bg) levels (unknown level not as high as 400 mg/dl) and diabetic ketoacidosis (dka). Prior to going to the ER, a bolus via the pump was delivered to address the bg level. The customer was treated with intravenous insulin and fluids and a blood test. The customer also received medication for vomiting. The customer was discharged the next day. The contact did not know if the pump or supplies were related to the hospitalization. Afterward, the customer visited the regular healthcare provider who made changes to the pump settings and the residual ketones were resolved.